Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a nurse that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was several issues including clotting veins, hypoglycemia, and brain damage that led to passing. The caller stated that the customer had clotting veins and hypoglycemia that led to brain damage. The customer¿s blood glucose unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the doctor more than 2 days prior to passing. The customer's blood glucose levels were all over the place due to their weight loss, which is why they were taken off pump therapy. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.